Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon stated that harmonic scalpel handpiece was getting hot and the blade was not cutting or coagulating. The case was finished with another lcsc5. There was no consequence to pt.